Manufacturer narrative:
As reported, a 5f mynxgrip device was used for vascular closure after a bronchial artery embolization but the ¿white tube which holds the plug which is pushed in to fix the plug for 30 seconds was missing¿. There was no patient injury. The physician has used the device for almost ten years and is mynx certified. After inflating the balloon, the physician pulled back the device plus the vascular sheath. He then checked for blood flow and then tried to deliver the plug but there was no white sheath to do so. The device was stored per the labeling and was opened in a sterile field. Hemostasis was achieved by manual pressure. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The sealant was located on the catheter polyimide shaft with exposure to blood. The shuttle tubing was kinked near the end of the slit. The advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was retracted to the shuttle handle. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f2001002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was not confirmed during analysis of the returned device. The advancer tube remained inside the shuttle cartridge in manufactured position. However, ¿failure to deploy- advancer tube¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Please note that the event date is not known but has been requested. The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
A 5f mynxgrip device was used for vascular closure after a bronchial artery embolization but the ¿white tube which holds the plug which is pushed in to fix the plug for 30 seconds was missing.¿ hemostasis was achieved by manual pressure. There was no patient injury and the device will be returned for analysis. The physician has used the device for almost ten years and is mynx certified. After inflating the balloon, the physician pulled back the device plus the vascular sheath. He then checked for blood flow and then tried to deliver the plug but there was no white sheath to do so. The device was stored per the labeling and was opened in a sterile field.

Manufacturer narrative:
Additional device codes based on the analysis findings include: deployment difficulty (1158), and sealant (plug- 579). A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant was located on the catheter polyimide shaft with exposure to blood. The shuttle tubing was kinked near the end of the slit. The advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was retracted to the shuttle handle. Shuttle down procedure was simulated (per mynxgrip instructions for use (IFU), the advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. The advancer tube remained inside the shuttle cartridge in manufactured position. Missing advancer tube was not confirmed. The failure was confirmed as failure to deploy- advancer tube due to the condition in which the unit was received for analysis. Based on the information provided, the condition of the returned device and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.